Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial started on (v)(6) 2010. It was reported that the patient experienced a device site infection (incision, pocket, etc.) And a shingles flare up. Antibiotics were required/a prescription was required. Mar-13 patient stated that they get shingles in the area of the device and they have concerns with this. The patient stated the device disconnected before they had left for their dental appointment. This happened twice now and their spouse had to reconnect the wires. They stated their device is working. Patient stated their procedure was painful. The patient stated the numbness their tailbone area is really sore as well and they may have arthritis there as they broke this years back. Patient advised to contact their clinician with concerns.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2023 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.